Event description:
It was reported that the user experienced recurring alert 38 indicating consecutive stalled motor events on the ilet pump, which persisted despite clearing the alert and multiple device restarts, and an apparent prompt to view alerts with none displayed; a replacement device was provided and the original was placed on return hold. Symptoms included no reported impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.